Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high thresholds and was noted to have non-capture at initial values. The device was reprogrammed to maintain an adequate safety margin with an increase in follow-up frequency for the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.